Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported one of their crowns came out with the aligners while removing them. They had to have this repaired by a dentist. This is a contraindicated patient for crowns.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.